Manufacturer narrative:
Device is exempt. Device was used for treatment. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated october 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.

Event description:
EU complaint handling unit reported implant was taken with the implant holder for synex, for positioning the synex I body. Suddenly the bolt of the holder broke off and fell into the patient. The bolt was located on x-ray examination and then dried to remove by washing and suction cleaning. Further x-ray checking did not show the part in the patient anymore.